Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, results of lot history records review, and referring to known similar event, it was presumed that torsion generated with repeated torquing manipulation in attempts to advance the guide wire might have been locally applied on the tip of the sion blue guide wire while the wire tip was trapped by the small vessel. Consequently, the tip was detached. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] ~ separation of the guide wire.

Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a calcified chronic total occlusion (cto) with an angle over 45 degrees in the mid left circumflex artery (lcx). As attempts to cross the lesion via antegrade approach was unsuccessful, retrograde approach was attempted via the septal branch. Repeated attempts to advance an asahi sion blue guide wire to the distal lcx by torquing were unsuccessful and the distal radiopaque segment of the guide wire was detached. Retrograde approach was then terminated. The wire fragment was about 2cm long and remained in the patient anatomy. No additional action was taken against this event and the physician decided to leave the wire fragment in situ. The devices were then exchanged to resume the procedure. The intended treatment was successfully completed without delay. The physician commented that repeated torquing manipulation might have made the proximal radiopaque segment of the guide wire fatigued, causing the wire fracture. It was informed that there were no adverse patient effects associated with this event, the patient was recovered well and discharged after the procedure.